Event description:
Healthcare professional reported right side rupture detected during explant surgery. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/feb/2024.

Event description:
Healthcare professional reported right side rupture detected during explant surgery. The device has been explanted.

Event description:
Healthcare professional reported right side rupture detected during explant surgery. The device has been explanted.

Manufacturer narrative:
Photos of device received; awaiting evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: unknown

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture detected during explant surgery. The device has been explanted.